Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were not implemented in line with the instructions for use (IFU). Based on the results of the investigation, olympus confirmed foreign material came out of the devices, but the type of the material could not be identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the foreign material was possibly not removed since the reprocessing was not conducted properly. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: cf-hq1100dl/I operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: cf-hq1100dl/I reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited foreign material in the nozzle, adhesive rubber glue separated, and deposits of undetermined origin were detected. There were no reports of patient involvement.